Event description:
It was reported that while the external pulse generator (epg) was connected to the patient, the power turned off when the hospital staff pushed the menu button. When the device was turned back on, the setting was reset and the device started to work again so its use was continued. The epg will be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), no anomalies were found and the event could not be duplicated when pushing the menu button.